Event description:
It was reported that at the user facility, the device was not running in the correct mode; it was running in reverse when in forward mode and in forward when in reverse mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Signs of third party work on the internal components of the device were noted during failure analysis. The user facility reported that third-party maintenance had been performed on the device. Unauthorized modification of these components is a probable cause of running in the wrong mode. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals. Upon the user facility's request, the device was returned to the user facility unrepaired.